Event description:
A malfunction alarm identified as malfunction code 12 was reported by the customer, and there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction recurred, prompting the decision to replace the pump. Technical support provided the customer with instructions for returning the malfunctioning pump and advised on transferring pump settings and connecting the continuous glucose monitor to the replacement pump. The support team confirmed shipping details, and the customer acknowledged the process for returning the pump to avoid additional charges. A replacement pump with updated software was sent to the customer.